Manufacturer narrative:
The affected seattle pap plus system was provided for investigation. During analysis at manufacturing site the watertrap was found to be detached from the expiratory hoses so that no test of the pull-off forces could be performed anymore. A random sample of the stock was tested as part of the complaint investigation. Thereby, the reported symptom could be comprehended. For some samples the tested adhesive connections between hose and water trap did not comply with the normatively required pull-off forces. As a result of an insufficient adhesive connection, a leakage can occur. The IFU requires an appropriate patient monitoring and a permanent CPAP pressure monitoring when using the device so that an alarm is posted when set alarm limits are reached. Our investigations have shown that the adhesive joint did not conform to specification due to an unstable manufacturing process. A CAPA was opened to initiate and document further measures. In april 2023, dräger has already informed all customers of potentially affected products about the identified risk with a field safety notice.

Event description:
It was reported that the water trap disconnected from the hose leading to a leakage. There was no report of a permanent damage, medical intervention or prolonged hospitalization/treatment. Only temporary desaturation reported. However, during an internal review it was detected that the event is assessed to be reportable because a serious injury could occur in case of reoccurence. Failed product serial no. (B)(6).

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that the water trap disconnected from the hose leading to a leakage. There was no report of a permanent damage, medical intervention or prolonged hospitalization/treatment. Only temporary desaturation reported. However, during an internal review it was detected that the event is assessed to be reportable because a serious injury could occur in case of reoccurence.